Event description:
Altrix failed to work as a warmer for a patient. This product needs repaired. Another at the hospital waiting long term for replacement parts. Very difficult since stryker sold this division.